Event description:
On (B)(6) 2012, the physician reported that while running system diagnostics he observed high impedance. The diagnostic results were communication= ok/ output= low/ current= 1.25ma/ lead impedance= high/impedance value= 6446 ohms/eri= no. Physician reported that the patient is currently programmed to output current= 2.5ma/ frequency= 20hz/ pulse width= 250 usec/on time= 21 sec/off time= 5min / magnet output current= 2.75ma/ on time= 60 sec/ pulse width= 250 usec. The physician then changed the patient's output current to 1.25 ma and ran another diagnostic test. The results were: communication= ok/ output= low/ current= 0.75ma/ lead impedance= high/impedance value= 7553 ohms/eri= no. The physician believed that the cause of the high impedance is not likely a potential lead pin not being fully inserted into the header of the generator as he has had good diagnostic results since implant. The physician could not remember the last time the patient was seen so he didn't have an exact date as to when the last good diagnostics were observed; the physician stated that it had been "a while". The patient has not experienced any side effects, and reported that he has not experienced any trauma or manipulation to the chest. The physician further noted that he will not likely program the patient off as the patient has not experienced any side effects. The patient was referred for revision surgery. Although surgery is likely it has not occurred to date. Lateral and ap x-rays of the neck and chest dated (B)(6) 2012 for the patient were received by the manufacturer on (B)(6) 2012 for review. Both connector pins appeared to be fully inserted inside the connector blocks and the feedthru wires appeared to be intact. The placement of the generator appears to be normal. A portion of the lead is behind the generator, and cannot be assessed. There appears to be no gross fractures, discontinuities or sharp angles in the portion of the lead that is visible. Based on the x-ray images provided, an exact cause for the report of high impedance could not be determined. A portion of the lead behind the generator could not be assessed, therefore a lead fracture in that portion of the lead cannot be ruled out. The presence of micro-fractures in the lead can also not be ruled out.

Event description:
Additional information was received on (B)(6) 2013 when it was reported that the patient was scheduled for revision of the vns due to high impedance but the patient has some other medical issues at this time that are preventing him from having the surgery. The nurse did not state what the exact issues were but did say that once they resolved, the patient would undergo revision surgery. Although surgery is likely, it has not occurred to date.

Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. X-rays reviewed by the manufacturer, no gross lead discontinuities visualized. Device failure is suspected, but did not cause or contribute to a death or serious injury.